Manufacturer narrative:
The reported meter was returned and investigated with retain test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and insertion of retain strip. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified. The test strips have not been returned and valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was completed for the reported complaint and freestyle strips, and there were no adverse trends that indicate any potential product related issues. If the test strips are returned, an investigation will be completed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 410 mg/dl and 84 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 410 mg/dl and 84 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.